Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged blood glucose measured hi back to back with a result of 141 mg/dl when testing was performed 2 minutes apart, on advantage system (meter, strip lot 549525, and expiration date 02/29/2008). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.